Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that diagnostic testing revealed high impedance on the cervical lead. As a result, surgery occurred to explant and replace the lead to address the issue.